Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had error alarm. The customer¿s blood glucose level was unknown. Customer stated that troubleshooting was performed for pump error and the customer stated that they are able to rewind the insulin pump but after inserting the new battery the patient reoccurred the alarm again. The insulin pump will not be returned for the analysis.